Event description:
It was reported that the patient underwent a gynecological procedure; vaginal hysterectomy with enterocele repair and mesh placement, for menorrhagia, dysmenorrhea, enterocele and stress urinary incontinence, on (B)(6) 2007 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following mesh insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, bleeding, dyspareunia, and vaginal scarring. It was reported that the patient underwent repair of vaginal mesh on (B)(6) 2007 due to mesh erosion. (B)(4).